Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings: the threads of the returned battery cap were observed to be damaged/stripped; this device failure directly caused the reported issue. The returned battery cap was unable to secure to a test pump case per the instructions for use (IFU): the reported issue was duplicated. The battery cap contact measurements were found to be within the specifications. The battery compartment was observed to be intact. A test battery cap was able to secure to the suspect pump case per the IFU. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.